Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. A non-boston scientific catheter was inserted into the faradrive to obtain a post-ablation map. Upon reinsertion of the farawave catheter for an additional application, microbubbles were continuously drawn into the syringe during aspiration. No air was observed inside the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The product is expected to be returned for analysis. No fluid leak was noted. Infusion pump was used for irrigation of the sheath at a rate of 25ml/hr.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Deionized water was injected into the sheath to expel air from the sheath; however, this was unsuccessful as leakage was observed at the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. The reported event was confirmed via analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. A non-boston scientific catheter was inserted into the faradrive to obtain a post-ablation map. Upon reinsertion of the farawave catheter for an additional application, microbubbles were continuously drawn into the syringe during aspiration. No air was observed inside the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The product was returned for analysis. No fluid leak was noted. Infusion pump was used for irrigation of the sheath at a rate of 25ml/hr.